Event description:
This report is being submitted as a cancellation report following device evaluation on 22-jul-21: "shuttle cap broken". File has been re-assessed based on evaluation. FDA MDR reporting no longer required: no adverse effects to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. The overall risk in the file is low, low risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No malfunction precedence also exists.

Manufacturer narrative:
This report is being submitted as a cancellation report following device evaluation on 22-jul-21: "shuttle cap broken". FDA MDR reporting no longer required: no adverse effects to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User completed the first several steps of ercp and advanced the delivery system through wire guide to bile duct, user released the stent according to the instruction at handle area, but there was no response after several attempts at pressing the trigger. The mark was moving above handle but the stent was not released. User then retracted the device and changed to another same device to complete the procedure. "A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence." What is the reorder number of the wire guide used with this device? Metii-35-480. If not with the device in question, how was the procedure finished? With another same device to complete the procedure. For complaints occurring during use (once in contact with endoscope) also ask: had a sphincterotomy been performed prior to this occurrence? Yes. Had dilation of the obstructed area been performed prior to this occurrence? Yes. What is the endoscope manufacturer and model number that was used? Olympus tjf-260v. Please describe the location in the body where the stent was to be placed. Common bile duct. Was resistance encountered when advancing the wire guide through the obstructed area? No. Was resistance encountered when advancing the stent and introducer through the obstructed area? No. Was the introducer advanced through the side of a previously placed stent? No. Please estimate amount of time the stent was in place prior to this occurrence. Did any section of the device detach inside the endoscope or patient? No.